Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed auto-validation started on the ams aniq software for results generated from the cell dyn sapphire and cs2100 (non-abbott analyzer) on (B)(6) 2025. The customer had previously set up manual validation for low and high results generated from these analyzers. The manual validation was changed to auto-validation after the abbott field service representative (fsr) configured the new alinity processing module on (B)(6) 2025. There was no discrepant patient results reported from the laboratory, and no information indicated any delayed or missed treatment for patients. No impact to patient management was reported.

Manufacturer narrative:
Corrected information of typo in section b5, ams aniq software updated to aliniq ams software the complaint investigation of the aliniq ams software included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. Data and information provided by the customer was reviewed. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. The complaint investigation of the aliniq ams software revealed that changes to validation types, and adjustments to other parameters were inadvertently made to the alinity and other analyzers connected to the middleware, which contributed to the customer's issue. The ams experts requested the its to correct the configurations at the customer site and exercise caution when implementing any future changes. Based on all available information, no systemic issue or product deficiency of aliniq ams software, version 3.02, was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed auto-validation started on the aliniq ams software for results generated from the cell dyn sapphire and cs2100 (non-abbott analyzer) on (B)(6) 2025. The customer had previously set up manual validation for low and high results generated from these analyzers. The manual validation was changed to auto-validation after the abbott field service representative (fsr) configured the new alinity processing module on (B)(6) 2025. There was no discrepant patient results reported from the laboratory, and no information indicated any delayed or missed treatment for patients. No impact to patient management was reported.